Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 24 mm amplatzer septal occluder (aso) was deployed using a 24 mm sizing balloon to facilitate placement as the patient had a minimal aortic rim observed in the pre-procedural toe. Bilateral femoral venous puncture technique was utilized to allow the deployment using the sizing balloon. On tte obtained 24 hours post implant, the aso was noted to have embolized and on (B)(6) 2016, the aso was surgically removed.